Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received multiple shocks and thought device battery was dead. The patient was referred back to the clinic. No additional information obtained. The ICD remains in service. No additional adverse patient effects were reported.